Event description:
It has been brought to our attention our staff have been receiving an increase in "system error 9" alarms from our b. Braun outlook 100 pumps. Correspondence from b. Braun indicates they have tested various factors that could be contributed to the system error 9 alarms resulting from the IV pump sets. Typically once the IV tubing is switched out the issue is remedied. B. Braun's correspondence indicates their (quoted from letter) "testing to date has identified on a small percentage of IV set pump cassettes, the fluid channel was deformed during the manufacturing process. When these sets are placed into the outlook and/or nxt pump, a system error 9 alarms may occur. The channel deformation has been determined to be a result of the properties of the resin material that was used to mold the rigid cassette. Use of this particular lot of resin has been discontinued." B. Braun has also indicated they will continue to work through this issue.clinical engineering reported they have had 5 pumps returned to them over a two week period which all had "system error 9" reports. Once the tubing was switched out the pumps ran fine. Unfortunately these incidents had not been reported to our office and our ce department did not retain the tubing in these incidents but have now been encouraged to do so. We have previously reported other "error 9" concerns.

Event description:
It has been brought to our attention our staff have been receiving an increase in "system error 9" alarms from our b. Braun outlook 100 pumps. Correspondence from b. Braun indicates they have tested various factors that could be contributed to the system error 9 alarms resulting from the IV pump sets. Typically once the IV tubing is switched out the issue is remedied. B. Braun's correspondence indicates their (quoted from letter) "testing to date has identified on a small percentage of IV set pump cassettes, the fluid channel was deformed during the manufacturing process. When these sets are placed into the outlook and/or nxt pump, a system error 9 alarms may occur. The channel deformation has been determined to be a result of the properties of the resin material that was used to mold the rigid cassette. Use of this particular lot of resin has been discontinued." B. Braun has also indicated they will continue to work through this issue.clinical engineering reported they have had 5 pumps returned to them over a two week period which all had "system error 9" reports. Once the tubing was switched out the pumps ran fine. Unfortunately these incidents had not been reported to our office and our ce department did not retain the tubing in these incidents but have now been encouraged to do so. We have previously reported other "error 9" concerns.